Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 82 mg/dl and their sensor glucose read 52 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also reported having issues with blood at site. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer's sensor will be replaced. No additional information provided.